Event description:
The company was informed that the pt developed an infection at the implant site. The company was also informed that the pt decided to become a non-user since 2001. The pt's device was explanted.